Event description:
Reporter indicated a vns pt was having increased seizures. The pt's vns was at end of service = yes, but it is not known if this is the cause of the seizure increase. The pt later had generator replacement surgery due to battery depletion. The explanted generator has been returned and is currently in product analysis. Attempts for further info are in progress.